Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from the USA of lack of bowel movement-internal and peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer service, the consumer stated that on an unreported date, the patient experienced lack of bowel movement. On (B)(6) 2011, the patient experienced peritonitis that resulted in hospitalization on the same day. The consumer stated that the peritonitis was due to a lack of bowel movement internally and not due to aseptic technique. Treatment was not reported. On (B)(6) 2011, the patient was discharged from the hospital. On an unreported date, the patient recovered from the peritonitis. The outcome for the lack of bowel movement-internal was not reported. Dianeal pd4 ambuflex therapy was ongoing. An opinion of causality was not provided.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11e10120, h11d08135 and h11d05099 and no exceptions were observed that were related to the reported condition. The complaint was not confirmed and the cause of the peritonitis was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 5 involved in this peritonitis event.